Event description:
It was reported that the patient experienced phrenic nerve palsy. During a cryo balloon ablation to to treat paroxysmal atrial fibrillation a polarxfit catheter was selected for use. When cryoablation was performed in right inferior pulmonary vein (ripv), after 60 seconds cmap and palpation decreased during ablation using a 28mm balloon, and double-stop technique was performed. Pacing was performed until leaving the room, but it was not restored. The room was left with remaining diaphragm disorder. The patient is not fully recovered yet but is better compared to when the procedure was completed. The device is not expected to return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.